Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. The deployment was uneventful according to the staff. The patient was discharged home 3 days later with pseudoaneurysm. Radiology was unable to compress the pseudoaneurysm due to the type of pseudoaneurysm. A vascular surgeon was consulted. No further details were available at the time of this report.